Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: reported wont power on/battery charged 8+ hrs during the device check in was confirmed. As received, the pcu failed to power on. The pcu was plugged into ac power to charge the battery, defective battery message upon pcu powered on. System error 120.4450 was also detected during the failure investigation. Observation: 1. The ac indicator is lit up properly when ac power is plugged in. 2. The battery voltage verified within the acceptance specification limit of 10.5-16.5 volts. It measured 12.57 volts. 3. The battery thermistor measured 56k? Within the specification. 4. The 24 vraw is verified and measured at 24 volts. 5. The load resistor is verified and measured at 15 ?. 6. The battery charge circuitry is functioning properly. 7. The charge current only measured at 2.0 amps at the fast charge. Verify power supply voltage: 1. No 3.3 volts supply. 2. No 5 volts supply. 3. No 8 volts supply. Faulty assembly: " the cause of pcu failed to wont power on/battery charged 8+ during the device check in isolated to the power supply board part number tc10006929, s/n: (B)(4). " the fuse was opened. " the input filter capacitor c149 of the 5v regulator was shorted. The body of the capacitor was damaged. Conclusion: defective input filter capacitor c149 (cap cer x7r 0.47uf 100v 10% 1210), part number 823935-474 was shorted and draw high current that causes fuse(3 amps) to blown and shooting down all the regulators chips u22, u23, and u24.t power on. Rework: recommend replacing power supply board part number: tc10006929. The power supply board was removed for further failure investigation. Disposition route to service for normal process.